Manufacturer narrative:
Device is not available for evaluation. Internal investigation in process but not yet complete.

Event description:
According to the implant surgeon, this one of three patients with simple distal radius fracture for whom the surgeon operated with matrix volar plating. After two weeks control and the patient still in a cast, the x-ray shows that the plate begins to bend/crack.